Manufacturer narrative:
As reported, the white sheath was stuck in the black sheath of a 5f mynxgrip vascular closure device (vcd) and would not come out. The user had achieved temporary hemostasis, advanced the shuttle to definite stop, withdrew the sheath, retracted the shuttle and the advancer tube was not visible. There was no reported patient injury. The patient has a history of peripheral arterial disease (pad) and was is on heparin. The mynx was attempted to be used following a peripheral intervention procedure. The procedure used a retrograde approach. The user was trained on the use of the device. The vessel type was arterial femoral. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be 6mm in diameter and there was no vessel tortuosity. The sheath used in conjunction with the mynx was a 5f non-cordis device. The stick location was at the medium level. The stopcock opened on sheath prior to shuttling down. The user shuttled down completely and there was no significant resistance when shuttling down. There was no unusual force applied when shuttling down or retracting the sheath. The advancer tube was neither engaged nor visible. There were no kinks in the sheath or the device after removal. Hemostasis was achieved with protamine so4 and twenty-five minutes of manual pressure. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedure sheath was not returned with the device and the sealant was observed to have been exposed to blood and separated from the device as received. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down procedure was simulated without any issue, and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1821801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step (failure to deploy) could not be completed since functional analysis was performed successfully. Based on the information available for review and the product investigation, it may have been caused by an incomplete engagement of the advancer tube during the procedure since there were no anomalies noted to the device and functional analysis was successful. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1821801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white sheath was stuck in the black sheath of a 5f mynxgrip vascular closure device (vcd) and would not come out. The user had achieved temporary hemostasis, advanced the shuttle to definite stop, withdrew the sheath, retracted the shuttle and the advancer tube was not visible. There was no reported patient injury. The patient has a history of peripheral arterial disease (pad) and was is on heparin. The mynx was attempted to be used following a peripheral intervention procedure. The procedure used a retrograde approach. The user was trained on the use of the device. The vessel type was arterial femoral. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be 6mm in diameter and there was no vessel tortuosity. The sheath used in conjunction with the mynx was a 5f non-cordis device. The stick location was at the medium level. The stopcock opened on sheath prior to shuttling down. The user shuttled down completely and there was no significant resistance when shuttling down. There was no unusual force applied when shuttling down or retracting the sheath. The advancer tube was neither engaged nor visible. There were no kinks in the sheath or the device after removal. Hemostasis was achieved with protamine so4 and twenty-five minutes of manual pressure. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.